Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery spatula instrument had a broken cable. The procedure was completed. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the distal end. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.